Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller was not able to get the device interrogated. It was also noted that the device has not been checked for over a year. The device has been removed and replaced. No patient complications have been reported as a result of this event.